Event description:
It was reported that during an afib procedure, the patient developed a pericardial effusion which required a pericardialcentesis. The physician drowned off 500 cc from the pericardial space. The physician did not believe it was caused by any of the bwi equipment. He believed that it occurred when he tried to re-cross the septum. He felt that during the time he was attempting to get back across to the left atrium through his original transseptal that the perforation happened then.

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the catheter was tested and it passed electrical, temperature, generator and deflection tests. Also an irrigation test was performed and the catheter passed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Since the catheter passed specifications, the root cause of the effusion remains unknown.

Manufacturer narrative:
The concomitant products: carto 3, model # m-4800-01, serial # (B)(4); stockert, model # m-5463-01, serial #(B)(4); coolflow pump, model # m-5491-02, serial # (B)(4); lasso, model # d-1220-39-s, lot # unknown; webster 20 pole, model # d-1171-35-s, lot # unknown. (B)(4).